Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector region of the lead was returned for analysis. Final analysis found a full breach insulation degradation exposing the outer coil located adjacent to the connector boot. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.